Event description:
During percutaneous coronary intervention of a calcified circumflex, a wire exchange was performed through a teleport microcatheter. The catheter crossed the lesion and the wire exchange was performed, however when the catheter was removed it was stuck on the wire and unraveled. All devices were removed and the lesion was re-wired. The catheter was discarded and will not return for analysis.